Manufacturer narrative:
Clarification d.4: the complete style of the device was not provided. The size was provided as 245cc. Not able to populate completely without additional information. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional through regulatory agency reported "capsular contracture baker grade IV" and "breast pain". This record is for the right side. Device was explanted and it is unknown if device will return.